Event description:
Draining liver and bile so cancer patient could have their treatment. Involved in a percutaneous entry through the skin, introducing the placement of a drainage tube. The .021 needle was placed and the wire guide was passed through. Doctor went to back up the wire guide and pulled the dilator out. The wire guide moved, but the tip of the wire did not. Retrieval of the tip took three hours.